Event description:
It was reported that during service and evaluation, it was determined that the sagittal saw attachment device was making an unexpected noise, had heat, had cosmetic damage - worn, moving parts of the device did not move smoothly, and the etching was illegible. It was further determined that the device failed pretest for markings and check oscillation frequency with frequency meter. It was noted in the service order that when installing the attachment device to the air pen drive device it was observed that air was flowing, but the attachment mechanism did not move. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that when installing the device to the air pen drive device it was observed that air was flowing, but the attachment mechanism did not move was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was generating heat. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: corrected: d9 (date device returned to manufacturer). A visual and functional assessment was performed on the device. The following steps failed: section 20: markings, section 80: check oscillation frequency with frequency meter. During the service evaluation the following failures were identified: functional : noise - unexpected, functional : heat, visual : cosmetic damage - worn, labeling : illegible etch, functional : moving parts do not move smoothly. Conclusion: failure reported is not confirmed.